Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was trying to charge their implant on sunday (B)(6) 2024 and they saw the 1707 service code on the recharger application. The patient stated they had restarted the handset and that it worked for a few minutes but they were only able to get the implant charged to 30% before the service code came up the second time. Patient services asked the patient if they'd had any falls or traumas that could have led to the issue and the patient stated no, but noted that since the ins site healed after implant, it healed at a slight angle. Patient stated they would always focus on the end that was more prominent to the surface. Patient services also reviewed common considerations about moving away from metal and any kind of emi. Patient noted they'd charged in two separate places in their house each time they got the code and that they'd charged just fine in those same locations previously. Patient services also reviewed recharging positions the patient could take to allow the charing to be easier. The patient then began a charging session on the call and the implant was charging with excellent conne ction. The ins was at 30%. Patient services asked the patient if the coupling when they tried to charge the other night had been anything other than excellent and the patient stated that since they started charging the ins, any other coupling status other than excellent while charging would cause trouble for them during the session and the recharger would start beeping and they'd have to reposition the recharger. The patient continued charging while on the call. Patient had their leg crossed over their other leg and had bent slightly forward and maintained an excellent charging coupling. The ins was at 50% by call's end and the patient was going to continue charging their ins until completion. Patient services redirected the patient to follow up with their hcp if they continually ran into the 1707 service code in the future. Documented reported event. N o further action was taken by patient services.